Event description:
A surgeon reports that following insertion of the intraocular lens (iol); a dense, white, precipitate-like material was seen on the periphery of the lens. An attempt to remove the material with irrigation-aspiration (I/a) was not successful. The iol was cut in half and removed. Enlargement of the incision was required to accommodate removal and replacement of the iol. The pt developed corneal edema due to manipulation of the lens, but is recovering well. Additional info has been requested.